Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients leads had high impedances. The patient underwent a revision procedure wherein the left lead was replaced. The patient was doing well postoperatively. The explanted lead was discarded.